Event description:
A pt exhibited symptoms of excessive weight removal while she was undergoing a routine dialysis treatment on a phoenix machine. Pt rec'd IV fluids in the emergency department and was discharged home. The phoenix machine was pulled from svc for inspection. The facility's biomed tech inspected the machine. A leak was found in a silicone "l" connector at a pressure transducer. The pressure transducer was also found to be wet and not functional. Both components were replaced.